Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') and device breakage ('specimen consists of 4 silver metallic coils') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "left essure appeared to be bent on itself.". The patient's medical history included miscarriage and perineal pain. Concurrent conditions included overweight, multigravida (total number of pregnancies: 8), parity 6 (date: (B)(6) 1993, (B)(6) 1995, (B)(6) 1997, (B)(6) 2000, (B)(6) 2007, (B)(6) 2012), blood pressure high, stroke, neuropathy and carpal tunnel syndrome. Concomitant products included acetylsalicylic acid (aspirin (cardio)), amitriptyline, colecalciferol (vitamin d3), gabapentin and labetalol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menometrorrhagia ("menorrhagia/ heavy bleeding and clots/ irregular and longer periods"). In (B)(6) 2013, the patient experienced infection ("infection recurrent"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). In 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced visual impairment ("vision changes/deterioration"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("essure device was not in the tube; however, it was in the cornual portion of the uterus"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (laparoscopy with bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device breakage, device expulsion, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, dysmenorrhoea, back pain, vaginal haemorrhage, menometrorrhagia, infection, vaginal infection, vaginal discharge, urinary tract infection, urinary incontinence, alopecia, migraine, mood swings, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, infection, menometrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2021: gross descriptiona) the specimen is labeled with patient's name, ID number, and "bilateral essure." The specimen is received fresh and consists of 4 silver metallic coils, ranging from 0.5 to 2.2 cm in greatest dimension and 2 portions of silver metallic wire, ranging from 3.5 to 14 cm in length. B) the specimen is received in formalin and consists of 2 unoriented portions of tan-pink, nonfimbriated fallopian tubes. The smaller portion measures 1 x 0.6 cm and the larger measures 1.9 x 0.9 cm. The shorter segment contains a 1.4 cm silver metallic coil and a 2.3 cm in length portion of silver metallic wire within the lumen. Lot number:50701927; manufacturing date: 2012-11; expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') and device breakage ('specimen consists of 4 silver metallic coils') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "left essure appeared to be bent on itself." The patient's medical history included miscarriage and perineal pain. Concurrent conditions included overweight, multigravida (total number of pregnancies: 8), parity 6 (date: (B)(6)), blood pressure high, stroke, neuropathy and carpal tunnel syndrome. Concomitant products included acetylsalicylic acid (aspirin (cardio)), amitriptyline, cholecalciferol (vitamin d3), gabapentin and labetalol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menometrorrhagia ("menorrhagia/ heavy bleeding and clots/ irregular and longer periods"). In (B)(6) 2013, the patient experienced infection ("infection recurrent"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). In 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced visual impairment ("vision changes/ deterioration"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("essure device was not in the tube; however, it was in the cornual portion of the uterus"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (laparoscopy with bilateral essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device breakage, device expulsion, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, dysmenorrhoea, back pain, vaginal haemorrhage, menometrorrhagia, infection, vaginal infection, vaginal discharge, urinary tract infection, urinary incontinence, alopecia, migraine, mood swings, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device breakage, device expulsion, dysmenorrhoea, infection, menometrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2021: gross description). The specimen is labeled with patient's name, ID number, and "bilateral essure." The specimen is received fresh and consists of 4 silver metallic coils, ranging from 0.5 to 2.2 cm in greatest dimension and 2 portions of silver metallic wire, ranging from 3.5 to 14 cm in length. The specimen is received in formalin and consists of 2 unoriented portions of tan-pink, nonfimbriated fallopian tubes. The smaller portion measures 1 x 0.6 cm and the larger measures 1.9 x 0.9 cm. The shorter segment contains a 1.4 cm silver metallic coil and a 2.3 cm in length portion of silver metallic wire within the lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case category updated to serious incident. Essure removal was added. Report added. New events added- device breakage, device expulsion, device shape alteration. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.